Event description:
Patient was implanted with 8-hole plate and six screws on an unknown date. On an unknown date, it was discovered that the plate was impinging upon pronation. Patient returned to the o.r on (B)(6) 2013 for revision surgery. The original 8-hole plate and six screws were removed and replaced with a 9-hole plate and an unknown number of screws in a new location. The surgery reportedly went well without any issues. This is 1 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.